Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer multi-fenestrated septal occluder was chosen for implant using an amplatzer trevisio intravascular delivery system. While inside the patient the device took on a deformation described as a chalice shape. The device was not released from the delivery cable and was replaced with an amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. However, one image was received from the field appearing to show the occluder presenting deformation upon deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no interaction with cardiac structures during deployment and that there was no angulation or kink noticed in the delivery system. The delivery system used was also the correct size. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, a photo was received from the field and appeared to show the device deformity. However, it could not be confirmed as there was no chalice shape deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no interaction with cardiac structures during deployment and there was no angulation or kink noticed in the delivery system. The delivery system used was also the correct size. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer multi-fenestrated septal occluder was chosen for implant using an amplatzer trevisio intravascular delivery system. While inside the patient the device took on a deformation described as a chalice shape. The device was not released from the delivery cable and was replaced with an amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.